Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and embedded device ('the bilateral cornu proximal tube segments have tightly embedded') in an adult female patient who had essure (batch no. B10801-not valid) inserted for female sterilisation. The patient's medical history included vaginal bleeding, menorrhagia and abdominal adhesions. Concurrent conditions included lower abdominal pain, paratubal cyst, condyloma, uterine bleeding, endometriosis, dysmenorrhea, dyspareunia and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy, excision of condyloma). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: approximately 3-4 coils were visualized at the tubal ostia bilaterally . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: a. Uterus, cervix and bilateral tubes respectively: normal sized uterus (62 g) with unremarkable myometrium and inactive endometrium. Chronic cervicitis right fallopian tube unremarkable. Left fallopian tube with 2 benign paratubal cysts. B. Condyloma the tan-red endometrium is 1 mm thick and unremarkable. The myometrium (1.4-1.6 cm) is uniform throughout. The bilateral cornu proximal tube segments have tightly embedded essure coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: update of information (batch is not valid). On 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and embedded device ('the bilateral cornu proximal tube segments have tightly embedded') in an adult female patient who had essure (batch no. B10801) inserted for female sterilisation. The patient's medical history included vaginal bleeding, menorrhagia and abdominal adhesions. Concurrent conditions included lower abdominal pain, paratubal cyst, condyloma, uterine bleeding, endometriosis, dysmenorrhea, dyspareunia and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy, excision of condyloma). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: approximately 3-4 coils were visualized at the tubal ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: a. Uterus, cervix and bilateral tubes respectively: normal sized uterus (62 g) with unremarkable myometrium and inactive endometrium. Chronic cervicitis. Right fallopian tube unremarkable. Left fallopian tube with 2 benign paratubal cysts. B. Condyloma the tan-red endometrium is 1 mm thick and unremarkable. The myometrium (1.4-1.6 cm) is uniform throughout. The bilateral cornu proximal tube segments have tightly embedded essure coils. Most recent follow-up information incorporated above includes: on 24-jul-2020: medical records received. Reporter, lab data, medical history and concomitant conditions were added. Removal surgery details were added. Rcc added. Lot number added. Event the bilateral cornu proximal tube segments have tightly embedded essure coils was added from medical record. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: event device removal deleted and event pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had surgery to remove the essure implant due to unspecified injuries, six years after insertion. Medical device removal is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had surgery to remove the essure implant") in a female patient who received essure. On (B)(6) 2009, the patient started essure. On (B)(6) 2015, 2060 days after starting essure, the patient experienced medical device removal (seriousness criterion clinically significant/intervention required). The patient was treated with surgery (essure was removed on (B)(6) 2015). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had surgery to remove the essure implant due to unspecified injuries, six years after insertion. Medical device removal is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.